Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. A steerable guide catheter (sgc) and a mitraclip ntw clip delivery system (cds) were prepared per the instructions for use (IFU). The sgc was inserted and placed into the left atrium without issues. However, while attempting to dock the clip introducer (ci) with the sgc, resistance was encountered, and the ci could not be properly inserted. It was noted that it seemed as though the sgc valve was partially pushing out the ci. Therefore, a decision was made to remove the cds. However, while removing the cds, it was observed that the sgc lost fluid column. Aspiration was performed. Therefore, the sgc was removed from the patient. A new sgc was then prepared per the IFU and inserted without issues. A new clip was inserted and deployed on the mitral valve, reducing mr to trace. However, while removing the cds and sgc, a few small air-bubbles were observed in the left ventricle (lv). While still intubated, and with transesophageal echocardiogram (tee) in place, the physician massaged the patient¿s chest, and the bubbles were observed to leave the lv via the aorta. There was no clinically significant delay in the procedure. The patient was reported to be discharged.